Event description:
A biomedical engineer at a medical center in (B)(6) reported that the manometer of a neopuff infant resuscitator was inaccurate and requested a service of the device.

Manufacturer narrative:
(B)(4). Method: the complaint neopuff was received at our regional facility in (B)(4), where it was inspected by a trained fisher & paykel healthcare technician. The manometer was visually inspected and performance tested. Our analysis is based on the service report and photographs provided by fph service center in (B)(4). Results: during visual inspection the upper end cap and front fascia were observed as being damaged. Performance testing revealed that the manometer was not reading accurately. The pressure test also indicated that the actual pressure delivered was lower than what was indicated on the subject manometer. A lot check revealed no other complaints for the lot number provided. Conclusion: it is likely that the manometer was out of specification due to some form of impact to the neopuff. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. All manometers of the neopuff units are visually inspected and performance tested prior to leaving the production line, and those that fail are rejected. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff."